Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the stimulation turns off by itself, and it has been happening for a year and has gotten worse. It was confirmed by the pt that the issue was not due to ins battery depletion. The pt was redirected to their healthcare provider to further address the issue.